Event description:
Patient called lfs and alleged that their meter was not powering on. They reported that the last time they tested on the meter was 07/2004. In the evening. They reported contacting their physician for advice; no treatment was reported. The patient did not allege any harm or injury. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction. However, there is no evidence of a meter contributing to a serious injury. The meter is being replaced for the patient.